Manufacturer narrative:
Based on the current information provided, the cause of the alleged operative complications cannot be determined. Isi has attempted to contact the article¿s author correspondence to gather additional information regarding the reported events. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed due to insufficient information provided in relation to the event details (i.e. Procedure date, surgeon name, device details) and da vinci system information. As of 18-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during two da vinci-assisted lung resection procedures, a decision was made to convert to thoracotomy procedures as a result of bleeding or ¿impending bleeding.¿ at this time, the cause of each intra-operative complication is unclear. It is also unknown what medical intervention, if any, was administered due to each intra-operative complication. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
On 21-aug-2020, intuitive surgical, inc. (Isi) became aware of a ¿general thoracic and cardiovascular surgery¿ article titled, ¿intraoperative complications and troubles in robot assisted anatomical pulmonary resection¿ (ueno, h., watanabe, y., et al., 2020). Within the journal article, the following operative complications involving da vinci xi surgical procedures were noted: during a left upper lobectomy procedure, a pulmonary artery injury occurred. The intra-operative complication involved ¿bleeding by stapling of a1+2 and a3.¿ in addition, the case was converted to thoracotomy. The time required for conversion was about 2 minutes and the amount of bleeding was 2460 ml. During a right upper lobectomy procedure, a conversion to open thoracotomy was made due to ¿inflammatory adhesion of hilar lymph nodes.¿ details of the injury included ¿impending bleeding from pulmonary artery.¿